Manufacturer narrative:
Lot number ¿ this report contains allegations against lot numbers 17b052, 18b053, 18c055, 18d042, 18e051, 18g018, 18j028, 18j036, and an unspecified lot number. For 17 of the 25 reported events, the device was received for evaluation. The seventeen returned devices were labeled for single use. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer caps were removed, continuous flow was observed from the distal luer of all seventeen returned devices. A functional flow rate test was performed, and the flow rate of the devices was found to be within specification. The reported condition was not verified for the seventeen returned devices. For 3 of the 25 reported events, the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported no flow conditions could not be verified through evaluation of the returned photographs. A batch review was conducted for 17b052, 18b053, 18c055, 18d042, 18e051, 18g018, and 18j036 and there were no deviations found related to this reported condition during the manufacture of any of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 25 </noe> malfunction events. It was reported that twenty-five large volume infusors did not flow during infusion. All twenty-five events involved a patient with no patient consequences. No additional information is available.

Manufacturer narrative:
One additional single-use sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted for lot 18j028 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.